Manufacturer narrative:
(B)(4). During the investigation of the returned pump module, fluid ingress causing a sticky residue onto a mechanism occluder finger was noted. The device was repaired and returned to the facility after passing all required service level testing.

Event description:
The hospital biomed reported a bad motor control board. Per the biomed, there were no patient incidents with this unit.